Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of two devices. However, two devices were not made available by the account. Initial visual inspection of the instruments noted no abnormalities. Functionally, the instruments were loaded with an endo gia* universal roticulator* 60-3.5 single use loading unit. During testing of the instruments a skip was noted in the units firing stroke after closure of the loading unit jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. A review of the device history record indicates the handles were released meeting all quality release specifications at the time of manufacture. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter: occurred during an open right hemihepatectomy. While firing on the pedicle, there was poor staple formation. The handle crunched on the first squeeze and then released. The staple line was formed incompletely. The stapler handle crunched on the first squeeze. This happened with two staple handles so to complete the procedure, a competitor's device was used. No patient injury or extension in surgical time. Patient status is alive, no injury. The patient underwent chemotherapy or radiation treatments.